Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information received: information I have received from dr. G. Office. Dr. G was waiting for the patient to complete a bravo prior to deciding what the next step would be. She had rescheduled the bravo twice and is (hopefully) having this placed on wednesday (B)(6) 2025. Once this result is received, dr. G. Will know whether the patient would be recommended for revision or if he would rather opt for surveillance. Her main reason to see us for her last appointment (B)(6) 2024 was for dysphagia to drier solids and excessive mucus pooling in her throat. These symptoms were present as well at a previous appointment in 2019. Barium swallow was performed (B)(6) 2024 and showed a disruption when challenged as seen in attachment. The office is finishing compiling the rest of the questions as they decide what to do after the patient's next appointment.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2025. Additional information received: I have received the additional questions and sent the questions to dr (B)(6)'s office manager, on 1/23/2024. She is working on compiling the answers with dr. (B)(6)'s pa, and will let me know as soon as she has an update.

Manufacturer narrative:
(B)(4). Date sent 2/24/2025. Corrected data d4: UDI#. A manufacturing record evaluation was performed for the finished device lot number 10458, and no non-conformances related to the malfunction were identified. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. Per the mso's review, discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.

Event description:
It was reported that they had a patient implanted with a linx (lxmc14) on (B)(6) 2016. The patient returned for a routine recheck due to subtle symptoms when swallowing. A barium swallow was performed and appeared to show disruption of the device.

Manufacturer narrative:
(B)(4) date sent 1/22/2025 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When did the device become explanted? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.